Manufacturer narrative:
(B)(4). Pump passed displacement test. Pump received with cracked reservoir tube lip. The test reservoir stay locked in place noted the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
Information received by medtronic indicated that the reservoir compartment of insulin pump had a crack. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.